Event description:
Breast implant put in right side due to cystic fibro mastitis. Rptr has current problems with muscle in right arm, numbness and tingling in fingers. She has memory disorders and frequesnt urination, some chest pain and shortness of breath, burning from implant. She is having implant removed on 2/15/95.